Manufacturer narrative:
Correction - the manufacturing site name was updated in section g1.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels. The patient informed that her blood glucose level only lowers if she performs an insulin bolus correction. Therefore she assumed that the pump is not releasing the insulin basal rates. The customer stated that she wakes up with a blood glucose level above 200 mg/dl, and her doctor asked her to perform lab exams to see if there was any infection, but the results were negative. She also confirms that there were no changes in her daily feeding and routine. The patient reports being very sensitive to insulin, for this reason she decided to change the insulin brand used. Previously she was using novorapid insulin and replaced it by fiasp insulin, and she has now also tested a new batch of the insulin vial and the problem persisted. Patient is now using her temporary basal rates at 160%.